Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was using a pod, worn on the leg for an unknown duration prior to the event. On (B)(6) 2026, the legal guardian reported a hypoglycemic event that occurred the previous day, during which the patient lost consciousness. The event was attributed to an incorrect insulin bolus related to a time change. Continuous glucose monitor data indicated low glucose levels. No medical assistance was required, and no information was provided regarding treatment of the hypoglycemic episode. The insulin in use (fiasp) was confirmed to be within expiration. A supplemental report will be submitted if additional information becomes available.